Event description:
While performing the oq for the latest software upgrade 2008-04 (rev 2), the application specialist reported that, despite invalid positive control wells, the sample wells were given valid results. The expected behavior of the instrument in the event of a control failure is that the entire plate would be invalidated and no results would be generated. This was detected during validtion of the instrument, actual patient testing was not impacted.

Manufacturer narrative:
Investigation revealed a software compatibility issue. The intended behavior of the instrument is to invalidate the plate and generate no results. In this case, a report was generated and the sample wells were given valid results. This could result in erroneous results being released for a patient sample. The customer was instructed to review all control reactions before accepting the plate results until the software bug could be fixed. The previous version of the affected files were installed on the customer's instrument returning the instrument back to expected function. This was the only instrument in the field that had the software upgrade 20080-04 (rev 2) and the software bug was detected during installation of the software upgrade. The software bug has been corrected by the software manufacturer; all future upgrades will use the 2008-04 (rev 3) configuration set.